Manufacturer narrative:
Evaluation confirmed the reported issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for an unknown procedure the technician found leakage from instrument channel and scope connector. Additionally it was reported that image auto freezes, there was less angulation, and free play in angulation knob. Upon inspection and testing of the customer returned device, foreign material was found on the forceps elevator. This report is to address the issue found during inspection and testing. There was no harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 15-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the foreign material was caused by insufficient reprocessing. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.